Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: d1, d4(model#, catalog#, and UDI#). Fse returned and replaced safety disk. Fse checked all parameters and functions of the unit and all were working normally. Unit was handed over to customer in fully working condition. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by customer's biomed engineer (bme) the cs300 intra-aortic balloon pump (iabp) had blood/leak in iab circuit. There was no patient involved, thus there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse did not find any blood in safety disc or blood detector tubing. Fse determined it's possible that malfunction was due to condensation and that water may be inside blood detector tubing. Therefore, fse performed water condensation removal safe test and found that safety disk was defective so it will need to be replaced with a new one. Unit has not been cleared for clinical use, as ordered parts has not yet been received. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site postal code: 380016 which is wrongly added in event site address line 2 field instead of event site postal code field, event site state: gujarat which was wrongly added in event site city field instead of event site state filed). A getinge field service engineer (fse) evaluated the unit and fse couldn't found any blood  drop elate in safety disc and blood detector tubing  it could be possible due to condensation there may be  water drop elate in side  the blood detector tubing so fse had performed water condensation removal safe test  and also found that safety disk got defective so replaced the safety disk. Checked all parameter and function of the unit all of them working ok unit handed over to the customer in fully working condition.